Manufacturer narrative:
The investigation for the positioning issue has been completed. The pump was not returned for investigation. Data log review was not required for this case. According to the clinical details, the pump was found deep in the ventricle, towards the mitral valve after transfer to ICU. The doctor was able to reposition it successfully. The cause of the positioning issue was most likely use related, based on given clinical details. Corrections to the initial MFR report: g1 MDR reporting contact email

Event description:
Us complainant reported the patient was on impella cp support and during support, the impella was pointed towards the mitral valve. Staff attempted to reposition the pump, but it was caught in the papillary muscle. The pump was later explanted. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.